Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was not reported. It was reported that the reason for call was to get the inner and outer diameter of the 8709/8780 catheter. The patient had their pump explanted on (B)(6) 2019 and that records showed the catheter was explanted too. When the rep arrived to the case today ((B)(6) 2020), she thought it was going to be a full implant. The hcp (a new managing physician, name not provided) stated the 8709 is still in the patient and was just ligated/left in the patient. The hcp is going to slice the catheter and add a new catheter to the existing 8709. The rep attempted to educate the hcp on alternative options. They reviewed the diameters of the 8709 and 8780. The rep reported that the reason for the pump explant was an infection. The pump device was discarded by the physician. The catheter segment was intentionally left in the patient.